Manufacturer narrative:
An event of pericardial effusion and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as medication was administered and the patient was admitted to the ICU. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The activated clotting levels were 321s, left atrial pressure was 14mmhg and heparin was administered. During procedure, they had difficulty getting in the superior vena cava as well as the transeptal puncture was inferior and very posterior. The 25mm amulet device was successfully implanted after two partial recaptures due to the device not being oriented correctly and being canted. After the amulet implant a 11mm trace effusion was noted and 1 hour post procedure effusion had grown larger and patient was brought back to cardiac catheterization (cath) laboratory for pericardiocentesis. The patient was tapped and 550cc of fluid were pulled out of the pericardial space and a drain was left and 50mg of protamine and admitted to intensive care unit (ICU). Three hours later draining had resolved and patient was doing better.

Event description:
It was reported that on (B)(6) 2025, a amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, they had difficulty getting in the superior vena cava as well as the transeptal puncture was inferior and very posterior. The 25mm amulet device was successfully implanted after two partial recaptures due to the device not being oriented correctly and being canted. After the amulet implant a trace effusion was noted and 1 hour post procedure effusion had grown larger and patient was brought back to cardiac catheterization (cath) laboratory for pericardiocentesis. The patient was tapped and 550cc of fluid were pulled out of the pericardial space and a drain was left and 50mg of protamine and admitted to intensive care unit (ICU). Three hours later draining had resolved and patient was doing better.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.